Event description:
The device was replaced prophylactically to avoid in-vivo battery depletion. The device was returned for disposal. No pt symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed battery resistance high. Per analysis, "in house battery tester par 273a reports r = 342 ohms. = (-3.03v - -1.32v) / (0.00002a - 0.00502a) ocv = 3.065". Per analysis, the pump contained baclofen.